Manufacturer narrative:
(B) (4). Patient selection. (B) (4). The device was received. Investigation is not complete.

Event description:
Device issue: suture break. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician in-training in the use of the prostar xl device attempted arteriotomy closure of the superficial femoral artery after an interventional procedure. Reportedly, the "suture snapped while using the knot pusher to advance the knot." It was believed that the knot pusher slipped off and cut through the suture. "One suture closed perfectly" and remains in the vessel. Manual compression was applied to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.